Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 27, 2026. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer), g3 (date received by manufacturer), g6 (indication that this is a follow-up report), h2 (follow-up due to additional information and device evaluation), h3 (device evaluated by manufacturer), h6 (identification of evaluation codes 10, 11, 3331, 4210, 4307). The returned sample was visually inspected upon receipt, during which it was noted that the sparger assembly and white luer cap were not returned with the unit. A white luer cap was added to the sample for testing. The returned sample was then leak tested, as received by connecting with a calibrated manometer, submerged into a water bath, and pressurized up to 1030 mmhg and a leak was noted at approximately 510 mmhg of pressure from the large venting luer. The large venting luer was loosened and re-tightened by hand. The sample was then leak tested a second time and a leak was noted at the intersection of straight and curved weld line. A retention sample from the same lot number was obtained and tested. The retention sample was pressurized with air up to 1030 mmhg, submerged in a water bath, and observed for any leaks. No leaks were noted. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass; after initiating extracorporeal circulation, blood leakage was detected from the shunt sensor. The shunt sensor line was clamped off with forceps, and the procedure was continued without measuring with the shunt sensor. No health consequence or impact to patient. The product was not changed out. The procedure was completed successfully. There was an unknown amount of blood loss.